Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/11/2016 with the following findings: the black box and alarm history showed a cs 064 call service alarm. During the investigation, the pump powered on properly with no alarms. The pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours and no call service alarms occurred. The pump was opened and there was no evidence of corrosion or damage on the motor flex connector. Unrelated to the initial complaint, it was observed that the pump case was cracked near the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.